Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Please see the updates in sections: g3, g6, h2, and h10.

Manufacturer narrative:
The field service engineer (fse) went on site to repair the device. The clear portion of the device lid was cracked. Fse replaced the lid and applied new informational stickers. Fse completed all service work on the equipment. The equipment was tested for function and no problems were noted. The covers of the device were not removed so an electrical safety check was not required. Equipment was repaired and verified according to other equipment manufacturer instructions. Software attributes were verified and confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device lid was found cracked. How the lid was cracked is not known. There is no reported harm to any patient.